Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012; lot# 273315 inratio: 1.3, 5.3; lot# 273302, inratio: 4.8; lab: 7.4. Pt's therapeutic range is 2.0-3.0. Lab tests were performed 1-2 hrs after meter results.

Manufacturer narrative:
Investigation pending.